Event description:
Event description boston scientific received information that the physician was unable to interrogate this pacemaker (pm) post-implant. The pm was implanted without the programmer in preset parameters, so that it could be set in detail after implantation. After multiple attempts with two separate programmers, telemetry could not be established to interrogate the pm. Eurotechnical services (ets) recommended a variety of techniques to check for magnet response, pace function, and capture. Verification of these parameters was unsuccessful, and the patient was conducting their own rhythm. Recommendation was given on a system revision and to replace with another pm if necessary. During the revision procedure, the original system was explanted, replaced, and returned for analysis. There were no procedure difficulties and the patient was doing well.